Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, device used to perform an operative hysteroscopy with endometrial biopsy. The device has contact with the patient for approximately 2 minutes and the total procedure duration was approximately 10 minutes. The patient attends the hysteroscopy clinic for follow-up of endometrial hyperplasia without atypia. During the performance of the hysteroscopy with a bettocchi hysteroscope, using biopsy forceps, the forceps does not close and a small metal screw was found in the uterine cavity (probably detached from the forceps that did not close). An attempt to recover the screw with new forceps failed. At the end of the examination, the screw was not found in the uterine cavity or in the lumbar collection bag. The patient was informed of what had happened.